Manufacturer narrative:
Invacare received information from the facilities attorney stating that there was a fire in a patient¿s room that contained an invacare bed. At this time, a device malfunction has not been identified, and the bed has not been definitively determined to be the source of the fire. The patient that was in the room at the time of the fire survived the fire but passed away approximately 1 week later with second and third-degree burns. It is unclear what caused the fire but an initial visual inspection at the site of the fire took place on (B)(6) 2017; however, the results were inconclusive. In addition to the invacare bed, a non-invacare concentrator was also present in the room. The initial investigation stated, ¿that there was no burning evidence of fire inside the outlet box. All damage was to the exterior. The burn pattern started at the outlet and burned up and out. The plug for the bed had most of the burn damage to it. As the fire burned up the wall it ignited the bedding, mattress, and pillow which caused the burn injuries to the patient. While we could not identify the actual cause, it was electrical in nature.¿ if more pertinent information is received, a supplemental record will be filed. The ihcs7 bed was manufactured by (B)(4) healthcare, an affiliate of invacare; however, (B)(4) healthcare is no longer in business. The manufacture of these beds has transitioned to (B)(4), but invacare continues to own the design.

Event description:
An attorney representing the facility where the fire took place called and indicated that an invacare iihcs7 bed was in the vicinity of the fire.